Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. Reportedly, the cause of the elevated bg level was unknown. Customer delivered a correction bolus via the pump to stabilize impacted bg level. Although requested, no additional information was provided regarding the reported issue.